Event description:
It was reported that during a procedure a farawave catheter was selected for use. The device presented a fluid leak issue and had to be replaced. The procedure was completed successfully. No patient complications were reported. The device has not been received for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Correction to block h6 device codes. The device has not been received for analysis; therefore, product analysis could not be performed. Based on the investigation, the reported allegation was unable to be confirmed. Device history record (DHR) review: a review of the device history record (DHR) could not be performed since the ship history review was unable to be completed. A risk review performed for the farawave device confirmed that the event of leak is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Labeling review: there is no evidence this device was used in a manner inconsistent with the labeled indications. Additional review is not required. The product was not returned for analysis to identify any defect with the device; therefore, the reported issue cannot be established due to lack of evidence. Since the investigation does not lead to a clear conclusion, unable to exclude device problem is selected as the most probable cause for this complaint. No further escalation is required.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation.

Event description:
It was reported that during a procedure a farawave catheter was selected for use. The device presented a fluid leak issue and had to be replaced. The procedure was completed successfully. No patient complications were reported. The device is expected to be return for analysis.